Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remote via merlin.net transmission, episodes of inappropriate auto-mode switch due to competitive atrial pacing were observed. Programming changes were recommended. No further information available.